Manufacturer narrative:
Concomitant medical products: 6940 lead, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads were oversensing. The rv lead was fractured, had a lead integrity alert (lia) as well as sensing integrity counter (sic), double counting after ventricular sensing, and noise in both high rate non-sustained episodes and atrial tachycardia/atrial fibrillation (at/af) episodes. Reprogramming occurred and the leads remain in use. No patient complications have been reported as a result of this event.